Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. During deployment, the patient developed atrioventricular block (av) block and remains pacing dependent. The final implant depth at non-coronary cusp/ncc) was 7.9mm and at left-coronary cusp (lcc ) was 9mm. The patient was reported stable.

Manufacturer narrative:
An event of atrioventricular block during deployment was reported. Information from the field indicated that the patient had no prior medical history of right branch bundle block. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. During implant, the patient went into complete atrioventricular block. The final implant depth at non-coronary cusp/ncc) was 7.9mm and at left-coronary cusp (lcc ) was 9mm. A temporary pacemaker was placed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.